Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4276387. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After connecting the adapter to the syringe, it becomes collapsed. A total of 50 defective units were identified, with 20 defective products eligible for return. No photographs are available. A claim is required, along with a complaint response letter and a complaint receipt letter.